Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with result obtained of 63mg/dl. The expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 6/27/19 and open vial date is a few days ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(4). In going through the memory of the meter, customer disclosed a result of 43 mg/dl. I asked customer if she was exhibiting any symptoms and customer stated that she was feeling woozy. Customer stated that she had some orange juice and 2 bites of cake to raise her blood glucose. No medical attention was sought. Customer is not concerned with the reading of 43mg/dl. Customer states with the result of 63 mg/dl, she was not exhibiting any diabetic symptoms. Customer is concerned with the result of 63mg/dl.